Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Hence, the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which allegation was confirmed due to abrasion. The abrasion was located from the terminal pin and was consistent with lead on lead contact, coupled with movement and pressure. Moreover, another tear or abrasion was observed in which caused of damage was not determined, it would have been located within the pocket area. In addition, an explant related damage with the lead was noted including stretched and deformed conductor coils and cut, torn and bunched up insulation. The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Hence, the rv lead was explanted. No additional adverse patient effects were reported.